Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion sets and reservoirs. The customer states that the infusion set would not fill with insulin when pressing on the plunger. Troubleshoot was not able to be conducted because the customer did not have original reservoirs or infusion sets. The customer was advised that they would be sent out replacements.